Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced breathlessness, anuresis and possible fluid overload. It was reported the patient missed three consecutive evenings of pd therapy due to unspecified system errors. The following morning, the pdrn visited the patient and apd therapy was performed (for three hours). Pd therapy was performed the same evening. The following day the patient was contacted and the pdrn reported the patient ¿sounded breathless¿ and the patient was subsequently admitted to the hospital with suspected fluid overload due to poor dialysis. Treatment was not reported. At the time of this report, the patient was not recovered from the event. Action with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A manufacturing record review was performed and found no issues during previous servicing or manufacturing related to the reported problem. The event history log review (ehlr) showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. The ehlr found a check patient line alarm in the log. The reported condition was not verified. A sample analysis was performed and device met specification and passed testing relative to the reported event. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.